Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose of 1.9 mmol/l with symptoms of legs feeling like jelly. The reporter indicated treating the patient¿s low blood glucose with juice and blood glucose levels resolved to 4.8 mmol/l. The reporter indicated that the patient again experienced a low blood glucose of 2.7 mmol/l which was again treated and blood glucose levels increased to 4.7 mmol/l. The pump was reviewed with the reporter and the reporter was advised that there was no indication of an issue with the pump, site, or set. The reporter indicated that the pump basal rates were adjusted by one tenth of a unit and blood glucose levels still remained low. The reporter was advised to discuss the patient¿s blood glucose levels with a health care provider to determine if there was any other possible reasons for the blood glucose levels. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: the pump black box history was overwritten due to continued patient use of the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.